Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as system repair and replacement information is unavailable. However, no reports of patient or staff injury.

Event description:
The customer reported the system's left monitor failed to display an image. No report of patient injury.